Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported that while using one bd vacutainer® push button blood collection set, when the safety device was activated, the phlebotomist noticed the device whipped around like a rocket and the needle scraped her skin and there was a blood exposure. According to the customer, the employee was seen in their ed and exposure workup procedure was followed.

Event description:
Report 1 of 2: it was reported that while using one bd vacutainer® push button blood collection set, when the safety device was activated, the phlebotomist noticed the device whipped around like a rocket and the needle scraped her skin and there was a blood exposure. According to the customer, the employee was seen in their ed and exposure workup procedure was followed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-may-2025. Investigation summary: bd received 15 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for does not retract was observed. Additionally, the 15 customer samples along with 30 retention samples were subjected to retraction lockout inspection/test and all devices passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode does not retract based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.